Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax and mail. A completed questionnaire was received on (B)(4) 2014. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient had an unexpected postoperative refractive outcome. In a follow up, a nurse reported that the patient had poor vision, the iol had rotated, and the iol was exchanged for another lens of same model but stronger power. In an additional follow up, the surgeon reported that he does not blame the iol for the event and the patient is healing well.